Event description:
A ventilator was returned for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at a third-party service center, the technician was unable to retrieve any information or data, because the device will not power up. The technician recommended replacing the device's power supply. No further investigation is required at this time. No repair was performed. There were no visible foam particles. No secondary findings were discovered. The unit is to be scrapped at the request of the customer.